Event description:
Patient reports experiencing shortness of breath with changes in weather (humidity), when it rains (when the air is heavy"), and with daily activities (getting dressed, going from room to room, taking a shower). Patient also reports that their health status and activity level have both worsened since starting pah therapy. Pt reports they need one cartridge cap for their ms3 pump as one of the caps is cracked; lot number unknown. Registered pharmacist advised patient that they would request the pharmacy include one cartridge cap with their refill order however, registered pharmacist is not sure if supply is available as pharmacy is no longer servicing these pumps, so there may not be any cartridge caps in stock. Registered pharmacist advised patient that if the pharmacy does not have any caps, they may have to send patient a new ms3 pump instead. No further info, details or dates available. Sq remodulin ms3 patient. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did pharmacy replace product? -pending confirmation; will either replace cap or pump depending on availability. Did the patient have a backup product they were able to switch to? Yes, patient has 2 functioning pumps and notates the 1 cartridge cap available between the 2 pumps. Was the patient able to successfully continue their therapy? Yes. Reported to (B)(6) by: patient/caregiver.